Event description:
Medtronic received information that prior to implant of this 31mm mitral bioprosthetic valve, it was replaced with a 29mm valve of the same model. The reason for the replacement was reported as when the surgeon screwed the handle on the valve holder, the valve was cinched to the correct position, but the valve continued to rotate around the handle. This made suturing unstable. The surgeon then tried to screw the handle further into the holder to stabilize the valve, however this resulted in the cinch suture mechanism breaking. There was no patient involvement reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.